Event description:
It was reported that the delivery system kinked. Vascular access was obtained via transfemoral approach. A lotus introducer sheath was placed. Upon insertion of a 27mm lotus edge valve through the lotus introducer sheath, the nose cone of the 27mm lotus edge valve system got bent and would not advance any further. The 27mm lotus edge valve system was removed from the patient. The lotus introducer sheath was exchanged for a new lotus introducer sheath. The 27mm lotus edge valve system was inspected and a bend in the nose cone, nose cone extension and catheter tip were noted. A new 27mm lotus edge valve system was inserted and deployed to finish the procedure. No patient harm occurred.

Manufacturer narrative:
H3 device evaluated by MFR: the lotus edge valve system was returned for analysis. The lotus edge valve system was returned with the nosecone overseated by approximately 3mm. A kink was noted on the greater curve of the outer sheath, approximately 10mm proximal from the distal tip of the outer sheath. The device was unsheathed and all ports were flushed with 15mls of saline. The nosecone extension was noted to be kinked at 2mm proximal to the nosecone. A dent/ compression was noted to the nosecone at the shoulder. The outer diameter of the most distal part of the outer sheath was measured to be 0.02875 inches. The lotus edge valve system was advanced through a lotus introducer sheath on the bench without issue. No other issues were identified during device analysis.

Event description:
It was reported that the delivery system kinked. Vascular access was obtained via transfemoral approach. A lotus introducer sheath was placed. Upon insertion of a 27mm lotus edge valve through the lotus introducer sheath, the nose cone of the 27mm lotus edge valve system got bent and would not advance any further. The 27mm lotus edge valve system was removed from the patient. The lotus introducer sheath was exchanged for a new lotus introducer sheath. The 27mm lotus edge valve system was inspected and a bend in the nose cone, nose cone extension and catheter tip were noted. A new 27mm lotus edge valve system was inserted and deployed to finish the procedure. No patient harm occurred.